Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when expanding the balloon with an inflation device, the pressure could not be maintained at all after raising it to the required pressure and locking it. It was caused due to the contrast medium leaking from the flanger part of the inflation device, and even if the pressurization was continued after that, it idled and no pressure was applied. Due to the leakage of the contrast medium in the inflation device, it was refilled and pressurized, and the three-way stopcock was locked to maintain the pressurization, and there was no problem with the case itself. Per follow-up information received via ibc on 21apr2022, stated that there was no impact to the patient.

Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. Photo samples were submitted by the customer which shows some liquid on/in the device, however the reported event could not be confirmed based on the photo. The eagle inflation device was returned with the balloon dilation catheter. An evaluation of the physical sample was completed by holly parsons of atrion medical. The gauge needle was in the zero position when the sample was received. No visual anomalies were noted. The root cause for this event would be error in manufacturing. The device was used for treatment purposes. The device history record was reviewed. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that when expanding the balloon with an inflation device, the pressure could not be maintained at all after raising it to the required pressure and locking it. It was caused due to the contrast medium leaking from the flanger part of the inflation device, and even if the pressurization was continued after that, it idled and no pressure was applied. Due to the leakage of the contrast medium in the inflation device, it was refilled and pressurized, and the three-way stopcock was locked to maintain the pressurization, and there was no problem with the case itself. Per follow-up information received via ibc on 21apr2022, stated that there was no impact to the patient.